Event description:
Adult patient was admitted with complaints of left hip, left thigh and groin pain. The patient also had chills and a fever of 102.3 on admission. The following are excerpts from the medical record. The patient was diagnosed with a left hip mechanical complication of orthopaedic implant (failed metal on metal hip) with infection. The following are a few excerpts from the operative report that speak to the findings. 1. The bursa appeared thickened, and some clear yellowish fluid was present within the bursa. 2. Upon entry of the bursa posteriorly, splitting it along the border, large purulence fluid pocket was encountered. 3. The posterior portion of the cup was filled with a tannish colored material, consistent with typical metal on failed hips, and was examined with multidirectional fine lines noted throughout the majority of the femoral head, all consistent with metal wear. 4. The synovial lining was quite irritable, and purulent material appeared to be recently infected, had the underlying appearance; however, the tannish material consistent with metal-on-metal problem, and sensitivity and have pseudotumor in the inferior aspect of the cup. Metals joint fluid-blood specimen levels were cobalt 113.4 ug/l chromium 112.2 ug/l and ... Metals joint body fluid were cobalt 10.0 ug/l and chromium 6.7 ug/l.